Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of five. The patient was connected at the time of the alarm. The patient stated the supply bag had disconnected from the supply line of a homechoice cassette, causing the solution to leak. The renal therapy service agent assisted in clearing the alarm and advised the patient to start over with new supplies. The patient stated the shipping carton that contained the supply bags had been slightly crushed, however there did not appear to be any damage to the actual solution bag. The connections had seemed normal and secure; the homechoice device had not been exposed to any excessive force and the patient was unsure what could have caused the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.